Manufacturer narrative:
Rod side hydraulic hose.

Event description:
It was reported by service report that the cot had a leaking rod side hose. It is unk if there was pt involvement, however, no adverse consequences are reported.